Event description:
Dad said there were 4 omnipods in the last shipment that didn't work right. About 5 minutes after they put them on the child, the pod started to beep like it was expired. When they checked the pdm, it indicated that the pod needed to be changed. They caught the malfunction right away so that the little girl didn't get sick or have high blood sugar. Dates of use: (B)(6) 2014 to (B)(6) 2014. Diagnosis or reason for use: insulin dependent diabetes.